Manufacturer narrative:
Date sent to the FDA: 2/25/2016; it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent revision of the previous mesh on (B)(6) 2008 done on the same day as the new implant that was implanted on (B)(6) 2015 due to sui. It was reported that patient also underwent mesh revision on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
(B)(4) received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and tvt was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and tvt-o was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted due to sui, and mild cystocele. It was reported that following insertion the patient experienced urinary recurrence. No additional information was provided.